Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient had an existing left ventricular assist device (lvad). Following the implant of this transcatheter bioprosthetic valve, the valve dislodged deeper than the initial implant depth. The valve's final implant depth was 15 mm. The patient's anatomy and the lvad caused the valve to dislodge. A second 29mm non-medtronic valve was implanted. No additional adverse patient effects were reported.